Event description:
It was reported to medtronic neurosurgery that the patient was connected to the drainage device following a cerebral hemorrhage in (B)(6) 2013. According to the report, the patient¿s overall status was okay and fluid was flowing through the device. The report state that the physician closed the valve resulting in the patient experiencing headache, increased bp, and was fretful, but that the patient¿s condition improved when the physician opened the valve. According to the report, the physician did a lumbar drainage surgery with the edm system, and removed the drainage from the patient¿s head then observed. The report states that on (B)(6) 2013, the physician found the nucleated cell of cerebrospinal fluid to be 1,900,000,000/l suggesting that there was an intracranial infection. According to the report, the physician treated the patient vancomycin by intrathecal injection and chloramphenicol by intravenous injection, and that the patient got better.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing and sterilization records showed no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.